Event description:
The customer reported that while in use, the uvsl command module lost the ability to monitor patient parameters. There was no patient or user harm associated with this event.

Manufacturer narrative:
The device was received by spacelabs healthcare and evaluated by a equipment service center technician. The technician noted that the device had damage to the sdlc connector and detached shields on the afe board. The device was repaired and returned to the customer. Cause of failure could not be determined; however, damage was observed to the unit.